Event description:
It was reported by the clinicians who stated door latches wear down ¿pretty quickly¿, they find the pump doors that become resistant and require ¿more force¿ to close. The clinician properly loaded the IV set and closed the door with two hands. Cpc discussed that the door should close by lowering the door latch gently. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.